Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump was shutting off and it was found that contact on battery cap was missing. It was also reported that insulin pump was not beeping with every alert. It was found that insulin pump was set to vibrate. Battery cap was replaced and customer would call back if issue was not resolved. Customer's blood glucose was 225 mg/dl.